Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's pacemaker exhibited premature battery depletion. No intervention was performed. Patient had no consequences.